Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-04401 and 2134265-2015-04438. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a sled to perform automatic pullback. It was then noted that when the opticross¿ imaging catheter was pulled back at about 3mm, the motor drive unit five plus (mdu 5+)would not be pulled back. The mdu5+ and the sled were reconnected; however, the issue was not resolved. This sled was exchanged to another sled and the pullback was then performed properly. No patient complications were reported and the patient status is good.